Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the lot number was not reported. Factors that may contribute to a damaged device include, but are not limited to mishandling during manufacturing, mishandling during unpacking at the account and/or mishandling during preparation. Design and manufacturing controls have been established to mitigate possible causes. The investigation was unable to determine a conclusive cause for the reported break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the hi-torque versacore guide wire, the coil separated from the white part of the guide wire, the coils did not unravel. It was stated that guide wire did not separate into two pieces. There was no patient involvement. No additional information was provided.